Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf). It was noted that the patient had torsades, which, resulted in big/small amplitudes, resulting in some of the signals being undersensed and diversion of some shocks, however, shock therapy was successfully delivered. Boston scientific technical services (ts) discussed programming options. An invasive procedure was performed. The device was explanted and replaced with another manufacturer's device. Available information indicates that the rv lead remains implanted and in service. No additional adverse patient effects were reported.